Event description:
A caller reported experiencing a cartridge alarm 30 during the load process with consecutive cartridges. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer reverted to manual injections for insulin therapy.